Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Information from a study indicates that a (B)(6) male underwent evar on (B)(6) 2013. The patient had with severe left iliac occlusive disease and calcification, with moderate left iliac tortuosity. He also had moderate right iliac occlusive disease and tortuosity with severe right iliac calcification. The physician placed zenith endografts with spiral-z technology. It was noted that both the left and the right spiral-z limbs had external compression. Additional information received from the study on (B)(6) 2013 indicates that: there was a right angioplasty performed after the procedure in the native vessel. The site indicated that an angioplasty or stent placement was performed due to external compression on the right and left side. There is no evidence of external compression observed at the occlusion of the procedure.